Manufacturer narrative:
On (B)(6) 2019, arjo representative found the safety side rail panel (plastic component) detached from the safety side rail mechanism during a pick-up of citadel plus bed from (B)(6) medical center in the us. Information about how the failure occurred was not provided. There was no indication regarding patient involvement. No injury nor other medical consequences reported. The identified citadel plus bed is part of us rental fleet and was rented to the customer on (B)(6) 2019. The review of post-market surveillance data and the investigation carried out at the manufacturer side revealed that the main factor which could lead to the safety side detachment might be excessive force applied to the safety side. This is the most probable scenario, however the exact cause could not be determined due to the limited information provided by the facility staff. Sum up, the side rail cover detached from the safety side rail mechanism and from that perspective, the citadel plus bed did not meet the performance specification. There was no indication regarding patient involvement. Although no adverse event occurred, the complaint was decided to be reportable based on potential as the safety side rail detached from the citadel plus bed under specific circumstances could pose a risk of the patient fall.

Manufacturer narrative:
The investigation is ongoing. Results of the analysis will be provided to the follow-up report.

Event description:
Following information reported, the safety side rail panel (plastic part) detached from the safety side rail mechanism. There was no indication regarding patient involvement. No injury was reported.